Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that post insertion the patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, urinary problems, and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported on (B)(6) /2013 that there was no sensation of prolapse or protrusion from the vagina and no dyspareunia experienced by the patient. Additional information: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported on (B)(6) 2013 that the patient has recurrent stress urinary incontinence.